Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.